Event description:
It was reported that a patient's right ventricular (rv) lead exhibited over-sensing noise resulting in pacing inhibition. The physician elected to explant and replace the rv lead. The patient was stable during and after the procedure.

Event description:
It was reported that a patient's right ventricular (rv) lead exhibited over-sensing noise resulting in pacing inhibition. The physician elected to explant and replace the rv lead. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.